Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011. Placeholder.

Event description:
It was reported that during the removal of a screw, the tip of the screwdriver broke. The surgeon retrieved the tip and used another screwdriver to complete the procedure with no reported adverse effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no nonconformances related to this complaint were found. The product evaluation visual inspection revealed that the hexagon tip was broken off. The measurable dimensions for the breakage relevant dimensions meet to the specifications. This complaint is invalid from a manufacturing standpoint.

Event description:
This is report 1 of 1 for file (B)(4).